Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusions set leakage at site event on (B)(6) 2024 infusion set has been used for 1 day. No further information available.